Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. The index procedure treated a 70% stenosis of the 3.0x8mm mid rca (right coronary artery). Treatment consisted of predilation, placement of a 3.5x12mm taxus express2 study stent, and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. The patient expired in (B)(6) 2009. The study site discovered the patient's death after the patient did not respond beyond the 12 month study followup. The death was discovered in the social security death index. The events leading up to death and cause of death are unknown.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).